Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to t-wave detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock therapy. The cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for abnormal t-wave oversensing (twos) detection and atrial fibrillation (af). Reprogramming was performed. The device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.